Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited lost of left ventricular capture. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that patient experienced nausea during the event. Programming changes were performed. There were no patient consequences.